Event description:
It was reported that an ilet device would not power on using the top sleep/wake button and only turned on when connected to a charger, consistent with an unresponsive button on the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including video evidence. Investigation of this case revealed an electrical problem with the device manifesting as an unresponsive key/button, with involvement of the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description: the device was returned with the screen bezel separated from the housing. The sleep/wake button operated as intended; however, inspection of the internal components revealed corrosion on the hoverboard, which likely caused intermittent issues with the sleep/wake button. The issue was caused due to fluid ingress.